Event description:
International affiliate reports that during surgery, a screw could not be assembled at the front slider of the 3d halo crown because the hole for the screw was deformed. Affiliate reports that because time was running out, the customer used a sterilized slider from another 3d halo crown that had been previously used to complete the procedure. The surgery was delayed by two hours while the patient was under anesthesia. The patient was maintained in a stable position while awaiting sterilization of the of the second slider and did not suffer any adverse consequences.

Manufacturer narrative:
The product sample is not available for evaluation as it was discarded by the customer. Without the device the lot number is unknown, therefore, without a lot number; a review of the device history record (DHR) cannot be conducted. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without a product sample and no identified trend we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. (B)(4).